Event description:
The customer reported that post-operatively, the patient experienced bleeding. Because this procedure was done at a standalone surgery center, they had to be taken to the ER at a hospital to be reoperated on. The site also reported that during the initial procedure, the device was not working correctly.

Manufacturer narrative:
The site has indicated that the device is not available for evaluation. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.